Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 127 mmol/l, the initial k result was 3.0 mmol/l, and the initial cl result was 68 mmol/l. The customer questioned the results as they did not match the patient's clinical picture and the sample was repeated. The sample was repeated on another c501 analyzer and the repeat na result was 142 mmol/l, the repeat k result was 4.2 mmol/l, and the repeat cl result was 104 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. Calibration was last performed on the day of the event. The qc recovery data provided was acceptable. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found build-up in the vacuum lines and cleaned and flushed them with bleach and sodium chloride. The fse performed mechanical checks successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.